Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a speaker malfunction inop was displayed on the intellivue multi measurement server x2 in room 550 and no sound was coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.